Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) "popped out" of the patient's chest approximately one month after implant. The status of the icm is unknown. No patient complications have been reported as a result of this event.